Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. (B)(4).

Event description:
It was reported that during implant of the right ventricular (rv) lead the physician had difficulty positioning the lead. When the lead was removed it was noted that there was tissue attached to the helix in the retracted position. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.